Manufacturer narrative:
.

Event description:
It was reported that the pt lost a great deal of weight after being implanted with vns. The pt's device was disabled approx two years ago due to lack of efficacy and at the time of the device was disabled. The pt was on depakote along with the vns. The pt plans to have her device removed, but nothing has been scheduled to date. Attempts for further info have been unsuccessful to date.